Event description:
It was reported that during the testing of the catheter after insertion, a hole was found in the arterial extension requiring catheter exchange.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for eval. When the investigation is complete, a final report will be submitted.